Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose events. Customer reported that she had a blood glucose reading of 76 mg/dl the morning prior to call. Customer changed her infusion set and a few hours later the blood glucose reading was 395 mg/dl. Customer's blood glucose reading went up to 470 mg/dl after another infusion set and reservoir change. Customer stated that he reservoir plunger was hard to removed. Customer was able to remove the reservoir plunger during remove plunger rod troubleshooting. Customer treated with insulin pump for the high blood glucose and declined troubleshooting. Reservoir was returned for analysis and insulin pump is not expected to return.

Manufacturer narrative:
Evaluated two open/used reservoirs. Performed manual test and found plungers easy to release from stopper-plungers.